Event description:
Country of complaint: (B)(6). One kerrison broke during procedure, one bent. Short delay to procedure.

Manufacturer narrative:
U.s reporting agent notified on: (B)(6) 2015. Mfg site investigation: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: device was received with the working end broken off. Microscopic analysis was completed. There were no pores, inclusions or foreign bodies found at the point of rapture. The fracture pattern was determined to be the result of a forced fracture due to overload. Hardness testing was performed and the device was confirmed to be consistent with pre-set values: set point: 420 +110 hv5. Results: 470 hv5 and 500 hv5. Root cause determined to be related to handling. Conclusion: this kind of instrument is designed for delicate use only. A mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective/preventive action: not required.